Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. It was also found the customer's settings were reset after every battery replacement. Customer's blood glucose was 110 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, and excessive no delivery test. The device alarmed unexpected restart during unexpected restart test due to connector voltage leak. The device had cracked case at display window corner and reservoir tube lip.